Manufacturer narrative:
Title: comparison of hysterectomy cases performed via conventional laparoscopy or vaginally assisted natural orifice transluminal en doscopic surgery: a paired sample cross-sectional study source: journal of obstetrics and gynaecology (B)(6) 2020. Https://doi.org/10.1080/01443615.2020.1741523. Patient codes - c64343 (surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between january 2016 and 2019 about the comparison of hysterectomy cases performed via total laparoscopic hysterectomy (tlh) and vaginally assisted natural orifice transluminal endoscopic surgery (vnotes), post-operative complications were noted. 69 patients underwent tlh and 30 patients underwent vnotes. One patient in the tlh group, where the vaginal cuff was sutured laparoscopically by means of a barbed suture, required re-operation on the same day of surgery due to acute bleeding from the vaginal mucosa.